Manufacturer narrative:
The investigation determined that discordant vitros immunodiagnostics products hs troponin I (hstni) results were obtained from a single patient sample when tested on two different vitros 5600 systems. A definitive assignable cause for the discordant results could not be determined with the information provided. However, a potential failure mode under investigation by ortho is the effect of c-reactive protein (crp) on hstni methods. Additionally, the presence of a sample specific interferent cannot be completely ruled out as a contributor to the event. Based on reported quality control performance, a vitros hstni performance issue is not a likely contributor to the event. Additionally, there is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros hstni, lots 0571 and 0610.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant vitros immunodiagnostics products hs troponin I (hstni) results were obtained from a single patient sample when tested on two different vitros 5600 systems. Vitros hstni lot 0571 sample 1 vitros hstni result of 27.9 ng/l (above the ami cutoff) vs. The non-vitros beckman hstni result of < 3.0 ng/ml (below the url cutoff). Vitros hstni lot 0610 sample 1 vitros hstni result of 199.9, 144.4, 205.4 and 161.3 ng/l (above the ami cutoff) vs. The non-vitros beckman hstni result of < 3.0 ng/ml (below the url cutoff). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant vitros hstni results were not reported outside of the laboratory as they were generated as part of patient sample correlation study. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).